Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and device was not detected on bus. A field service engineer found that the drawer 6 on the main unit was not detected on the bus. Logged into admin mode and opened diagnostics, where all pockets were greyed out. Shut down the station, opened the back panel and the back of drawer 6, disconnected and reconnected the row board cable from the drawer controller board, and then powered the station back on to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system drawer was failed and it was not detected on bus. Customer tried to reboot and recover the station, bus the issue was not resolved the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.